Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, three false negative results were obtained. Confirmatory testing was performed, and the results were positive. Erroneous results were not reported out, and there was no patient impact. The following information was provided by the initial reporter: visible growth in mgit tube. Three tubes affected. All of them flagged as negative after 42 days of protocol. Staining positive for afb.

Event description:
It was reported that while using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, three false negative results were obtained. Confirmatory testing was performed, and the results were positive. Erroneous results were not reported out, and there was no patient impact. The following information was provided by the initial reporter: visible growth in mgit tube. Three tubes affected. All of them flagged as negative after 42 days of protocol. Staining positive for afb.

Manufacturer narrative:
H:6 investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1006190 was satisfactory per internal procedures. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 1006190 were available for inspection. No defects were observed in 100/100 retention samples. The retentions were performance tested for growth and susceptibility. All performance testing was satisfactory per procedures. No photos were received to assist with the investigation. No returns were received to assist with the investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for performance. H3 other text : see h. 10.